Event description:
A cartridge change error was reported, prompting instructions for inspection and cleaning of the pump's pneumatic tap area. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through various checks and cleaning procedures, ensuring the cartridge was well attached and the pump¿s load process was completed. The process was successful, allowing insulin therapy to continue, though the infusion set was not inserted, and the cannula was not filled. A follow-up call was interrupted before completion of guidance on inserting the infusion set.